Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor would just shut off. The first shut off occurred on cardiopulmonary bypass four minutes after initiating flow. The sensor was checked and no issue could be identified and the air bubble detector was turned back on. After one and a half minutes, the detector again alarmed and stopped the arterial pump. An alternate sensor was connected and the air bubble detector was turned on. The system worked fine for the rest of the case. There was a few seconds of hypotension during the case when the pump stopped before the air bubble detector was turned off and the arterial pump restarted. The surgical procedure was completed successfully and there were no delays, no blood loss or no adverse consequences to the pt. The pt's post-operative course was normal.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Customer is ordering a new ultrasonic ari sensor.